Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint cer (B)(4): failure mode description: affected phase: preoperational check. Affected component: ambient valve. Failure effect: after performing the tightness test the device shows the message "release valve defect". => ventilation cannot start / ventilation continues root cause: defective ambient valve. Correction: replace the ambient valve. The alarm disappears when the tightness test is completed successfully. Device function again.

Event description:
The following was reported to hamilton medical ag: "release valve defect" message after tightness test.